Event description:
According to the mother a hematoma had been observed in the early post-operative period (15 days after surgery), which then was punctured. During activation the audiologist found all channels with high impedance status. The user was re-implanted on (B)(6)2020.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Furthermore a partial migration of the active electrode array out of cochlea is reported. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the mother a hematoma had been observed in the early post-operative period (15 days after surgery), which then was punctured. During activation the audiologist found all channels with high impedance status. The user was re-implanted on (B)(6) 2020.